Event description:
It was reported that the customer was experiencing high blood glucose. It was stated that the customer has not been on the insulin pump for three weeks. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump failed the test. Explained to nurse that the customer will have to discontinue use of the insulin pump. It was stated that the customer was treated with insulin drip. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.